Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed infusion set and cartridge and resumed insulin. Reportedly, the customer had used the cartridge more than 72 hours. Tandem technical support educated caller that cartridges should be changed every 72 hours. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.